Manufacturer narrative:
Eval summary: the customer's reported condition of failure code 500:320 was confirmed. Inspection of the device found that the failure code was caused by the volume history key being depressed.

Event description:
The baxter field service engineer reported a pump with failure code 500:320. This failure occurred during customer use, however there was no pt involved. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.